Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device alarmed with a s233 (over temperature error) malfunction alarm code. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Initially the device passed testing by not alarming with a s233 malfunction alarm code. During further testing, the device cooling fan was noted to have a abnormal noise and not turning as expected. During a review of the device history, a s233 malfunction alarm code was noted. The probable cause of the customer reported s233 alarm code was a broken cooling fan. This report represents all the info known by the reporter upon query by hospira personnel.